Manufacturer narrative:
(B)(4). The product was not returned to for analysis, which may have assisted in the investigation. Additionally, the device lot number was not reported; therefore, a review of the lot history record and a query of the complaint handling database were not performed. The product experience may be due to a number of factors including, but not limited to manufacturing, user technique, or patient anatomical conditions. Information about user technique was not provided. Patient anatomical conditions, such as the reported severe circumferential porcelain calcium of the common femoral artery, and a tight tissue tract may cause the reported difficulty encountered removing the device and causing device breakage. Tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset can also cause the reported event. The starclose se instructions for use (IFU) indicates that the safety and effectiveness of the starclose se device have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque. Based on the investigation, a conclusive cause for the reported event could not be determined. However, it is possible that deviating from the IFU by deploying the device clip in a calcified artery may have contributed to the reported difficulty in removing the device and the subsequent device breakage. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested, to include clip deployment and device removal from a tissue model, to verify the functionality of the device. A product quality deficiency was not noted.

Event description:
User facility medwatch report received that states, "the starclose vascular closure device placed in left groin by physician. There was severe circumferential porcelain calcium of the common femoral artery and the closure device got struck and broke and left a very large bleeding hole. Remnant was removed. No specific product information was retained." Although, abbott vascular has requested additional incident details from the customer, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. Additional information has been requested from the customer. A follow-up report will be submitted with all additional relevant information. Reported device code 2017: use in a heavily calcified vessel. The starclose device instructions for use state under precautions, do not deploy the clip in areas of calcified plaque and under special patient populations, the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. During deployment of the starclose, the tines of the clip can cause calcification to break off from the interlining of the artery wall, which can migrate to a narrow vessel causing restriction of blood flow. Calcification of the common femoral artery may cause incomplete tissue capture with the clip resulting in continued bleeding. Moreover, deploying the starclose device in a calcified vessel can cause the device to malfunction resulting in difficulty removing the device.